Manufacturer narrative:
E1 - initial reporter phone: (B)(6). The device is not available for evaluation. A supplemental MDR will be submitted if any updates become available.

Event description:
The event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch where it was stated in the report that there is a hole on the filter vent, causing leakage. No drug was involved in the event. There was patient involvement but no patient harm. Sample picture is available and is attached.